Event description:
It was later reported in (B)(6) 2013 that the patient received assistance from their doctor or manufacturer representative and the concerns were resolved. The patient¿s last appointment was on (B)(6) 2013. The patient stated that they were to have their 3rd drug infusion pump implanted in (B)(6) 2013. It was reported in (B)(6) 2013 that the patient¿s pump was nearing end of service (eos) and has been replaced since the event. The reporter stated that everything was functioning well and the patient was receiving adequate therapy.

Event description:
The patient stated that they "ran out of my medication one time and they were in so much pain". The medication used within the system was unknown. As of the date of this report, it was unclear when this had occurred. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Product ID: 8709 lot# l78419, implanted: 2000 (B)(6), product type catheter. (B)(4).